Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the root cause could not be determined, it would not be unreasonable to expect some wear after approximately 15 years of implantation. The need for corrective action is not indicated.

Event description:
The patient was revised because of osteolysis, wear and loosening.